Event description:
Legal claim alleges: pt was implanted with a depuy asr hip on (B)(6) 2009. Pt is scheduled to undergo revision surgery on (B)(6) 2011. Pt reported that when he was standing, he could feel the prosthesis moving/shifting. He also felt that the ball moving in the socket had developed some play. Additionally, he began to experience pain in his hip in the area of the implant. A test revealed that his chromium and cobalt levels were high. Update (B)(6) 2011 - the sales rep reported the revision surgery. The pt was revised to address pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.